Event description:
It was reported to philips that a scialytic lamp power supply issue occurred; fuse replaced on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced spare fuses; however, the lamp remained faulty, and follow-up service activities were identified as necessary. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).